Manufacturer narrative:
One cadd solis hpca pump was returned due to not infusing correctly. Accuracy testing was performed. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of plus or minus 6 percent.

Event description:
Information received indicating that a cadd solis hpca was not infusing correctly. No adverse effects reported.